Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the foley catheter was changed due to blood clots. The right lower limb was found to be ischemic despite a distal perfusion catheter being placed. The impella remained implanted due to vagal episodes and the patient was evaluated for an above-knee amputation for ischemic caused by extracorporeal membrane oxygenation. It was reported that the explanation of the impella would be considered post amputation.